Manufacturer narrative:
This report is submitted on may 19, 2021.

Event description:
Per the clinic, the patient experienced short term performance and flashing orange led from the device. Hardware exchange attempts were made however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device. Additional information has been requested but has not been made available as of the date of this report.